Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately eight (8) months. The reason for explant is unknown. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)94). Based on the follow-up with the health-care provider (hcp), the explant was due to vegetation and abscess. The hcp also noted that the explant was not related to any device malfunction or quality deficiency. No other details reported. Unfortunately, the subject device has been discarded. Therefore, no evaluation can be performed. The device was explanted approximately eight (8) months due to vegetation and abscess. Vegetations are typically a complication of endocarditis and represent growths on or near the valve. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. No further action are possible with the available information.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The device was explanted approximately eight (8) months for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Reoperative valve surgery carries significant risk. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.